Event description:
The following was reported per maude event report mw 5033552 and per the user facility: (B)(6) 2013: during a laparoscopic cholecystectomy, with the bovie set at 30, a piece of the sheath material on the electrosurgical tip burned off and fell into the abdomen of the patient. The surgeon noticed this when it happened and removed the entire piece immediately. No harm was reported to the patient.